Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿after a right hip arthroscopy acetabular labral repair procedure on (B)(6) 2017, patient had hip pain and erythema on (B)(6) 2017. Patient was treated with surgery: right hip arthroscopy, irrigation and debridement. Patient recovered on (B)(6) 2017¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: patient physical conditions. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states: -as with any surgical procedure, there is risk involved. Potential complication accompanying such implant surgery may include, but are not limited to: complications with anesthesia; pain at the incision or surgical site; infection, both deep and superficial; bone damage or fracture; injury to surrounding tissues or vasculature; embolus or blood clotting issues (e.g., pulmonary embolus, deep vein thrombosis, etc.); nerve injury or palsy; treatment or implant failure; and secondary surgical intervention to address complications associated with surgery or treatment. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after a right hip arthroscopy acetabular labral repair procedure on (B)(6) of 2017, patient had hip pain and erythema on (B)(6) of 2017. Patient was treated with surgery: right hip arthroscopy, irrigation and debridement. Patient recovered on (B)(6) of 2017.